Event description:
Report received of a non-delivery of heparin. The heparin was infusing at an unspecified rate. It was reported that 4 hours after the heparin was initiated, a pro-thrombin time level was drawn. Although exact pro-thrombin time results were not recalled, it was reported that the pro-thrombin time level "had dropped significantly". There was no pump alarm. There was no reported adverse effect to the patient. According to the customer, the heparin was stopped at this time because the patient was going to the cardiac catheterization lab for an unspecified procedure. Though requested, there was no additional information available.